Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal banding procedure performed on an unknown date. During the procedure, the first four bands successfully deployed; however, the remaining bands would no longer deploy. It was reported that the suction was just fine and the wheel was able to turn with an audible click. Additionally, the shrink wrap was difficult to removed during set up causing some damage. It was also noticed under the endoscopic view that not all of the strings were visible in the teeth. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date 01sep2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6 (device codes): medical device problem code a0501 captures the reportable event of suture detached. Medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly, ligator head and irrigation tube were returned for analysis. It was also observed that the trip wire was kinked and was secured in the handle assembly when received. Additionally, the trip wire was rolled in the handle assembly and the slack on the tripwire was properly removed. The ligator head was returned with three bands attached indicating that the device unable to deploy them. The suture and suture hole were in good a condition and no damages were observed. Microscopic examination was performed, and it was noted that the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. There is evidence that the ligator head teeth were damaged. This may be related to an extra tension applied to the device and/or user manipulation that ended bending the teeth of the ligator head. Once the teeth are damaged the suture could detach from its original position affecting the deployment process and resulting in the movement of the bands without deploying them. The trip wire kinked may have been related to user manipulation and/or some technique applied during procedure. Therefore, the most probable root cause of this event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal banding procedure performed on an unknown date. During the procedure, the first four bands successfully deployed; however, the remaining bands would no longer deploy. It was reported that the suction was just fine and the wheel was able to turn with an audible click. Additionally, the shrink wrap was difficult to removed during set up causing some damage. It was also noticed under the endoscopic view that not all of the strings were visible in the teeth. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.